Event description:
The pt presented with a basilar trunk aneurysm, and a ruptured aneurysm on the right posterior artery treated with no incidents. During the procedure, once the excelsior 1018 microcatheter was in place after treating both aneurysms, the tip went out of the aneurysm. As a result of this, the last coil (MFR. Report# 6000078-2005-00215) was not released until the microcatheter was in the right place. It was at that point that the physician noticed that the coil was out at the very tip and a small portion was seen through the hub of the microcatheter. This portion was collected and sterilized. No complications were reported to have occurred with the pt as a result of this event.